Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and salpingitis ("inflammation of tubes") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, asthma, multiple allergies and hyperemesis. Concurrent conditions included gastroesophageal reflux disease and neck pain. Concomitant products included ondansetron (zofran). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/neurological conditions or problems type: migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced weight increased ("hormonal changes describe: weight gain(loss specify which one)") and fatigue ("fatigue"). On (B)(6) 2016, 4 years after insertion of essure, the patient experienced fallopian tube diverticulosis ("salpingitis isthmica nodosa"). In 2017, the patient experienced blood testosterone increased ("hormonal change describe:elevated testosterone"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:severe anxiety"), swelling ("swelling"), rash ("skin rashes"), libido decreased ("decreased libido"), depression ("depression"), mood swings ("mood swings"), hot flush ("hot and cold flashes"), the first episode of urticaria ("allergic or hypersensitivity reaction type: hives (all over face)/urticaria all over her face"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infections"), bacterial vulvovaginitis ("bv infection"), vulvovaginal mycotic infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of urticaria ("chronic urticarial"), dizziness ("dizziness"), vertigo ("vertigo") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with duloxetine hydrochloride (cymbalta), salbutamol (albuterol), cetirizine hydrochloride (zyrtec), calcium carbonate (tums e-x), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, migraine, anxiety, swelling, rash, weight increased, libido decreased, depression, mood swings, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, bacterial vulvovaginitis, vulvovaginal mycotic infection, female sexual dysfunction, headache, dizziness, vertigo, dyspareunia, vaginal discharge, fatigue, fallopian tube diverticulosis and blood testosterone increased outcome was unknown and the last episode of urticaria and dysmenorrhoea was resolving. The reporter considered anxiety, bacterial vulvovaginitis, blood testosterone increased, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube diverticulosis, fatigue, female sexual dysfunction, headache, hot flush, libido decreased, menorrhagia, migraine, mood swings, pelvic pain, rash, salpingitis, swelling, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vulvovaginal mycotic infection, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: current weight 220 lbs. Bilateral tubal ostia cannulated with essure device on the patients right, deployed 4 rings showing, left side next with 5 rings showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Abdominal x-ray - on (B)(6) 2016: essure device in the pelvis. Concerning the injuries reported in this case ,the following one/ones were described in patients /medical record:salpingitis isthmica nodosa, migraine, hives, dysmenorrhea, migraines. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. Her demographic was added . Her historical condition were added. Lab data was added. Concomitant medication added. Following event: hormonal changes describe: weight gain, decreased libido, depression, mood swings, hot and cold flashes, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: hives (all over face), infection (bladder/urinary tract/vaginal) type: vaginal infections, bv infection, apareunia (inability to have sexual intercourse), rashes or skin conditions type: chronic urticarial, neurological conditions or problems type: migraines, headaches, dizziness, vertigo, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: salpingitis isthmica nodosa, and inflammation of tube, hormonal change describe:elevated testosterone. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("severe anxiety"), swelling ("swelling") and rash ("skin rashes"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, anxiety, swelling and rash outcome was unknown. The reporter considered anxiety, migraine, pelvic pain, rash and swelling to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.